Event description:
It was noted that the repositioning procedure occurred about 3 weeks ago. Follow up information that the patient subsequently had the ins explanted on (B)(6), 2012. The patient was reported as doing well.

Event description:
On (B)(6) 2012, crts rep reports patient had device reposition, was on right buttock and moved up to abdomen area about 3 weeks ago. Reports the old locate, patient was having some discomfort, but was able to put the recharger on her ins site. On (B)(6) 2012, email from rep (imported from pe for subsequent pain issue): how is the patient doing now, are they receiving effective therapy? Patient appears to be doing well. She had a new battery implanted on (B)(6) 2012. Explanted battery was sent back.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; (B)(4) product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005; product type extension. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.